Manufacturer narrative:
Pump was received with blank display due to battery tube was pushed down. The pump was received with cracked battery tube threads, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. The customer reported issues with the pump battery and cannot remove the cap and lost all power. During troubleshoot, customer could remove the cap. However, there was a split in the casing down the battery compartment. The product was returned for analysis.